Event description:
It was reported that three right ventricular defibrillation leads all had apparent fractures. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. During the same surgery the patient was reimplanted with another device. (B)(4).

Event description:
Per the clinic, the patient was hit in the head at the implant site and stopped receiving benefit from the device. The results of a CT scan indicate the device and internal magnet are in the proper position. Communication with the device was unobtainable for an integrity test. Explant and reimplantation is planned, but had not taken place at the time of this report april 15, 2010.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This report is filed (B)(6), 2011 - (B)(4)